Manufacturer narrative:
A ge service representative performed an on site investigation. Identified the need to perform a filament calibration. Filament calibration completed. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that during routine maintenance, by the customer, the kvp measured high on the 2600 system. There was no report of patient injury.